Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 29mm aortic root bioprosthesis. It was reported that there was no issue with the 25mm bioprosthesis, rather the root and ascending aorta tissue required a different type of valve. No adverse patient effects were reported.